Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: an event occurrence date was not provided, however review of the event history log revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. Should additional information become available a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of failed flow accuracy in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, flow accuracy fails was not reproduced due to event of door not fully latched alarm. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not determined. The m2 and m3 springs require replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.